Event description:
Pt with unresectable hcc and cirrhosis rec'd 153.4 mci of therasphere via right hepatic artery in 2002. In 2003, they were admitted to the hospital with complaints of severe abdominal pain, abdominal distension and pain, and lower extremity edema. Creatinine = 3.4. An abdominal CT showed moderate abdominal and pelvic ascites. Liver function tests continued to rise during their hospitalization. Pt developed gi bleed and they died the next day of liver failure. Due to the close timing of this event to treatment with therasphere, exposure to therasphere probably caused this death from liver failure.